Event description:
Patient admitted to facility for aspiration. Nasal trumpet placed to assist with suctioning. Due to patient's condition patient was scheduled for tracheostomy placement 9 days later. During induction, physician noted foreign body in trachea. Forceps used to retrieve foreign body which was identified as a nasal trumpet. Tracheostomy procedure aborted and bronchoscopy completed. No permanent patient harm identified from this event. Hospital's review is unable to determine when and how nasal trumpet migrated into trachea.